Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was symptomatic and experienced tiredness and polydipsia. The patient reported feeling very tired and wanted to sleep in all day. The patient had to continuously go to the bathroom and felt extremely thirsty. A bg was performed which was 521 mg/dl, but the cgm was displaying 43 mg/dl. The patient is using an omnipod and administered himself an unspecified amount of bolus insulin. No additional patient or event information is available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.